Event description:
Percutaneous coronary intervention of the right coronary artery (rca). Diagnostic imaging with a combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. Difficulty encountered in removing the catheter from the artery after scanning the stented lesion. Pre-stent: catheter crossed heavily calcifed lesion smoothly. Post-stent (3.00 x 38 mm): attempted to scan stented lesion with imaging catheter. Catheter became stuck in stented coronary artery. Unable to insert balloon or micro-catheter to remove imaging catheter. Used extra floppy guidewire to successfully remove the imaging catheter from the coronary artery. Review of angiographic and nirs-iuvs data suggests that a segment of under-expanded stent may have contributed to the imaging catheter becoming stuck in the stented coronary artery. No injury to patient reported. No treatment of patient required due to adverse event.